Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used for hemostasis during an unknown procedure performed on an unknown date. During the procedure and inside the patient, the tech deployed the clip and she thought she did the first two steps of deployment, but the clip would not release from the catheter. The procedure was completed with a different clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.